Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. During the visual inspection, a deformation was found at the fixation screw of the lead. This damage is probably a result of excessive strain during the operation. In addition, cuts were detected in the insulation, as well a deformations of the shock coil, which are probably a result of the operation process. Further analysis showed remains of coagulated blood on the inner conductor helix. These coagulated blood remains most likely got into the lead with a mandrin used during the operation. The electrical resistance values showed no anomalies, the measurement values were within the specification. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR. After an implantation time of about 5 days, impedance values >2000 ohm were reported. The lead was then explanted and replaced. No worsening of the patient&#62688;state of health was reported. The device was returned for analysis.